Manufacturer narrative:
G4: 22sep2020. B4: 23sep2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty navigational ring. The fse replaced the front bezel to resolve the reported problem. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12feb2021 b4:(B)(6)2021 the replaced front bezel was returned for failure analysis. It has been determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
It was reported to philips that the device had a defective navigation ring. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.